Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10f01037, h10g30067, h10i30048 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer from the USA of constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis. The cause of peritonitis was reported as constipation. Treatments were not reported and the patient was not hospitalized. Dianeal therapies were ongoing and the patient recovered from the event of peritonitis on an unreported date in 2011. An outcome for the event of constipation was not reported. Concomitant medications were unreported. An opinion of causality was not provided.